Event description:
The customer reported via phone call that the threshold suspend was not working. Customer stated that she would be sleeping and the pump would go off. Customer stated that the issue started 6 months ago. Customer's sensor glucose would be at 55 mg/dl but her blood glucose would be 120 mg/dl. Customer stated that the sensor glucose was going off at the numbers that would have been set for the threshold suspend. Customer's current blood glucose was 220 mg/dl. Customer stated that she always inserts in the abdomen. Customer is having the pump replaced at this time and will start again when she receives a new pump. Customer will change the sensor out and receive a new sensor. Customer declined troubleshooting for changing the sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.